Manufacturer narrative:
The insulin pump received with no button response on all buttons due to unlocked keypad connector on lcd board. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of unresponsive keypad. The customer's blood glucose reading was unknown. The insulin pump was returned for analysis.